Event description:
Related to MFR report # 2183959-2011-00294. Clinical study: (B)(6). On (B)(6) 2009, an elevate anterior was implanted. It was reported that on (B)(6) 2010 the patient experienced the onset of mild de novo urge incontinence treated with vesicare and detrusulol. Event status is continuing.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.